Event description:
It was reported that the intraocular lens (iol) has a twisted haptic with the trailing haptic under the optic of the lens. Reported as a recurring issue. The patient was unaffected. After manipulation, the haptic opened. The doctor noted that the risk to the patient was increased. The potential for rupture of the capsule in the eye that holds the lens is increased as the surgeon has to manually manipulate the lens to get it to unfold correctly. No further information was provided.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
If explanted, give date: na (not applicable), the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.